Manufacturer narrative:
A user facility reported, "we had canister that did work on 3 north the next day in which the lid came off of the canister while nursing was suctioning a patient that was having a seizure. This product is frequently needed in emergency situations and it is with a extremely important that this product works without fail every single time. In an emergency situation there is not time to fiddle around suction canister to figure out what is going wrong, suction is always an urgent need." A sample was requested but could not be returned. Production records, including work orders and failure modes and effects analysis (fmea)'s, were reviewed and no issues were found. An inventory check of 34 canisters was made and no issues were found. Root cause: because the sample was not returned and no issues were found with production, no root cause could be established. In an effort to reproduce the issue reported and try to determine a potential root cause, an eco 1200cc lid and canister base were obtained, assembled, and tested. From this testing it was determined that the potential root cause could be clinician error and/or assembly error. A complaint to sales ratio was completed from (B)(6) 2023 today. (B)(4). Deroyal will continue to monitor for trends surrounding this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported, " we had canister that did work on 3 north the next day in which the lid came off of the canister while nursing was suctioning a patient that was having a seizure. This product is frequently needed in emergency situations and it is with a extremely important that this product works without fail every single time. In an emergency situation there is not time to fiddle around suction canister to figure out what is going wrong, suction is always an urgent need."